Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error code e216 (scope communication error code). A root cause could not be identified. Based on the results of the investigation, it is likely that error code e216 led to error communications code e226. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had error communications code e226. The issue occurred during inspection for use. There were no reports of patient involvement.